Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by providing instructions for button usage and removing the pump from its case, yet the issue persisted. As a resolution, technical support arranged for the pump to be replaced. The customer was instructed to allow the battery to deplete before transport and to return the problematic pump using a pre-paid label and return box. Meanwhile, the customer was advised to continue using the current pump to ensure uninterrupted insulin delivery.